Manufacturer narrative:
Additional information was provided regarding the potential root cause for this event. The sales associate reported "the contributing factor to the screws backing out was the result of the resident who performed the original implantation of the system. The surgeon believes the system was not locked properly in place allotting for the loosening of the screws." The root cause of this event cannot be conclusively determined with the available information, however it is possible that the surgical technique may have been a contributing factor. Conclusion were updated based on the receipt of additional information. Explant date was added. Supplemental report one of two for the same event, reference 0001032347-2016-00061-1.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. . The lot number is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of two for the same event; see also 0001032347-2016-00061.

Event description:
The sales associate reported the initial surgery was performed in (B)(6) 2015, the exact date is unknown. A revision surgery due to screws backing out was performed on (B)(6) 2016. No further details have been provided at this time.